Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine leiomyoma ("fibroid"), endometriosis ("endometriosis") and inflammation ("inflammation"). The patient was treated with leuprorelin acetate (lupron depot-ped) and surgery (tubes and coils removed). Essure was removed in (B)(6) 2016. At the time of the report, the genital haemorrhage, uterine leiomyoma, endometriosis and inflammation had not resolved. The reporter considered endometriosis, genital haemorrhage, inflammation and uterine leiomyoma to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine leiomyoma ("fibroid"), endometriosis ("endometriosis") and inflammation ("inflammation"). The patient was treated with leuprorelin acetate (lupron depot-ped) and surgery (tubes and coils removed). Essure was removed in (B)(6) 2016. At the time of the report, the genital haemorrhage, uterine leiomyoma, endometriosis and inflammation had not resolved. The reporter considered endometriosis, genital haemorrhage, inflammation and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), inflammation ("inflammation"), menorrhagia ("heavy periods"), abdominal pain lower ("cramping on right side") and post procedural infection ("infection after from the surgery") and was found to have uterine leiomyoma ("fibroid"). The patient was treated with leuprorelin acetate (lupron depot-ped) and surgery (tubes and coils removed in may). Essure was removed in (B)(6) 2016. At the time of the report, the genital haemorrhage, uterine leiomyoma, endometriosis and inflammation had not resolved and the menorrhagia, abdominal pain lower and post procedural infection outcome was unknown. The reporter considered abdominal pain lower, endometriosis, genital haemorrhage, inflammation, menorrhagia, post procedural infection and uterine leiomyoma to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: menorrhagia, abdominal pain lower, post procedural infection quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: event " heavy periods, cramping on right side and infection after from the surgery" were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report